Event description:
It was reported that during a lap colon procedure, the device would not activate. A second device was opened and it would not activate either. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4): evaluation summary: devices a and b were received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The devices were tested on a generator, and it was found that the hand control switch assembly buttons were not functional. Device c was returned sterile and in good condition. The device was tested with a gen04 and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. No activation issues were noted during analysis. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies related to the event description were found during the manufacturing process.